Event description:
The customer reported that the insulin pump alarmed failed battery test. The insulin pump was stuck on the low reservoir screen when he got out of the shower. He could not do anything to turn it off. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent up button response due to corroded keypad traces. The operating currents are within the specification, no unexpected low battery, failed battery test alarm or off no power alarm noted. The insulin pump was programed to alarmed low reservoir; the low reservoir alarm functioned properly. No turn off screen or stuck on reservoir alarm noted. The insulin pump has minor scratched display window, cracked reservoir tube lip, cracked case near the reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.